Manufacturer narrative:
The insulin pump was received with blank display due to battery tube connector not plugged in properly. The device had pump received with minor scratched display window, cracked reservoir tube lip, and missing end cap sticker.

Event description:
It was stated that the insulin pump does not have physical damage. The contacts on the battery cap are not missing or damaged and the battery compartment is not damaged or corroded. Customer was advised to insert a new battery; the display did not return. Customer was instructed to remove the battery for 10 minutes, clean the battery cap and reinsert the battery; the display did not return. Blood glucose value was 140 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.